Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) called to report blurry vision and burning sensation on (B)(6) 2020 in both eyes after 10 days of wearing the acuvue® oasys® brand contact lenses. The pt reported ¿white spots¿ on the lenses that didn¿t go away after cleaning. The pt reported the symptoms resolved after removing the suspect lenses. The pt has a 2-month replacement schedule with daily lens wear. No additional medical information was provided. On 25mar2020 the pt provided additional medical information: the pt continued to wear the same lenses from the initial call on (B)(6) 2020 and the symptoms initially reported continued. The pt reports symptoms of nausea, dizziness, burning sensation, redness, a ¿white film on the os¿ and pain. Due to the continued symptoms, the pt presented to an eye care provider (ecp) on (B)(6) 2020 for evaluation. Pt states is unsure if it is a ¿fungus or infection¿ and was unable to confirm the diagnosis provided by ecp. The pt reported the ecp advised ¿it was cl related¿. The pt was prescribed atropine 1% 1 drop ou twice a day, trobanicin and vigamox 1 drop on os every 3 hours until return visit. The pt has a return visit scheduled for (B)(6) 2020 at 9:00 am. The pt began using the prescribed medication and reports the os is not as red and the ¿white film on ou is improving.¿ the pt continues to experience pain, blurry vision and photophobia. On 07apr2020 an email was received from the pt with a note from the ecp. The ecp note is dated (B)(6) 2020 and states the pt unable to work in the period from (B)(6) 2020 to (B)(6) 2020 due to medical treatment. Diagnosis h16.0, corneal ulcer. A call was placed to the pts treating ecp who provided additional medical information. The ecp confirmed the diagnosis of os corneal ulcer, treatment was only prescribed for the os. The ecp reported the pt was consulted in an urgent care setting and the treatment provided was ¿aggressive as possible¿ at the time of the consult as it was unknown if the pt would return. The pt has not returned since the initial visit on (B)(6) 2020. No additional medical information was provided. The suspect os contact lens was discarded by the pt. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003xhh was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 17apr2020 an email was received from the patient (pt) contacted the treating eye care provider (ecp) who advised suspension of contact lens use. On (B)(6) 2020 the pt has not returned to contact lens wear. The pt is only wearing glasses. On 24apr2020 the pt sent an email with a receipt of ecp payment. The pt also provided a previously reported ecp note dated 23mar2020 which states the pt unable to work in the period from (B)(6) 2020 due to medical treatment. Diagnosis h16.0, corneal ulcer. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.